Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the system performance had deviated from the normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for the return of sensor to conduct further investigation. However, the device was never received. Thus, no further investigation and root cause analysis was possible for this complaint. B4. Date of this report is updated to 21 august 2024. G3. Date received by manufacturer is updated to 21 august 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings since the day of insertion (on (B)(6) 2024). Patient provided two examples. A. On (B)(6) 2024 6:45a.m. Sensor glucose (sg): 300mg/dl, blood glucose (bg): 160mg/dl b. On (B)(6) 2024 9:51a.m. Sg: 289 mg/dl bg: 131 mg/dl c. On (B)(6) 2024 did not remember sg: 55mg bg: 200-300mg/dl a review of the transmitter diagnostic log suggested a deviation in the system performance because of which a return material authorization (RMA) was issued for the sensor replacement.